Manufacturer narrative:
To date, additional information has been requested regarding the reason for the valve in valve procedure but has not been received. A supplemental report will be submitted when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that an edwards device malfunction caused or contributed to the event. The reason for the patient requiring a valve in valve is not available at this time. There is insufficient information to determine if the event is related to a device malfunction. Due to insufficient information provided, a root cause cannot be confirmed. It is possible that patient factors and co-morbidities may be contributing to the patient's planned valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, the patient underwent an implant of a 29mm sapien 3 valve in the mitral position by transapical approach. Approximately, eight months post-implant a valve in valve was performed to reduce mitral insufficiency. Additional information has been requested but, to date, has not been received.

Manufacturer narrative:
Corrected h.6 device code. To date, additional information has been requested regarding the reason for the valve in valve procedure but has not been received. A supplemental report will be submitted when and if additional information becomes available. Valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien3 valve in this scenario. In this case, the valve is not available for evaluation. The cause of the mitral insufficiency is unknown. There is insufficient information to determine if the event is related to a device malfunction. Due to insufficient information provided, a root cause cannot be confirmed. It is possible that patient factors and co-morbidities may be contributing to the patient's planned valve in valve procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.